Manufacturer narrative:
Results and conclusion summation-balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the target lesion was mildly calcified and 99% stenosed, it is likely that the balloon material was damaged (scratched) during interaction with other devices, previously implanted stent and/or lesion calcification, such that the balloon ruptured during inflation. In this case, a conclusive cause could not be determined for the reported balloon rupture.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had no tortuosity, was mildly calcified and with a 99% stenosis. The lesion was dilated with the 1.5-12mm voyager otw balloon catheter, but the balloon ruptured when the pressure reached 4 atm. Thus, the voyager otw balloon catheter was replaced with a 1.5-12mm voyager rx balloon catheter and another company's stent was implanted. No patient effects were reported. No additional event or patient information is available.